Manufacturer narrative:
The reported event of intermittent vibration notifier was not confirmed. The high voltage device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated device was within normal range of operation. Further analysis of the device¿s lead impedance, pacing, sensing, high voltage charging, and patient notifiers were found to be normal.

Event description:
It was reported, the patient presented in clinic due to patient notification vibrations from the device. The device was interrogated and no alerts or messages were found. The patient notifier was tested and it was confirmed patient was feeling the patient notification vibration. The device was explanted and replaced to resolve the event. The patient was stable.